Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between heartmate 3 lvas and the reported event could not conclusively be established through this evaluation. Additionally, the report of low flow alarms could not be confirmed through this investigation. The heartmate 3 lvas instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. The heartmate 3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also addresses suction events and states pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year, 10 months, 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2016. It was reported that the patient was admitted to the emergency department on (B)(6) 2018 due to fever and low flow alarms. Subsequently additional information was submitted which indicated that at admission, the patient's white blood cells (wbc) was 7.3*10^9/l, crp 125 mg/l. Blood cultures were positive for streptococcus infantarius. The thorax rx did not reveal any pathology. The patient was clinically stabilized with prescribed antibiotic therapy. During the hospitalization, the exit point of the driveline was numerously medicated. Tte did not reveal any lvad dysfunctions. No further information was provided.